Event description:
Boston scientific received info that this system has been explanted due to pocket erosion, resulting in infection. It was further reported that the pt had a history of transvenous system infections and likely has an allergy to a manufacturing component of the system. No return of product is expected and allergy testing to ensure prior to another system implant.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.